Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 685 mcg/day) via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. It was reported that following the pump replacement procedure the patient¿s wound never closed and it opened up leaving a 2-3 inch wound in the patient¿s abdomen with the pump, pump connector, and part of the catheter exposed. The hcp removed the entire system and replaced it with a new system on the opposite side of the patient. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue, and it was indicated that the hcp had no further information to provide regarding the event.